Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt). The crt-d delivered several anti-tachycardia pacing (atp) and electric shocks. However, the rhythm was not converted and the therapy was exhausted. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt). The crt-d delivered several anti-tachycardia pacing (atp) and electric shocks. However, the rhythm was not converted and the therapy was exhausted. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed, and the right ventricular (rv) lead was repositioned. Then, a defibrillation threshold (dft) testing was performed and the commanded shock was successfully delivered. No additional adverse patient effects were reported.